Manufacturer narrative:
Additional information: e3, g2 (add source). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was potentially under-dosing. The patient¿s hemolysis labs were elevated in the am times 2, but the patient is on heparin. There was no further information provided at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.